Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Came in my throat I was choking for 2 hours [choke on medication]. Some of it I guess was residue after I took my dentures in my mouth[product residue present]. Vomiting [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a 73-year-old male patient who received double salt dental adhesive cream (poligrip flavour free) cream (batch number hx3p, expiry date 3rd september 2025) for product used for unknown indication. On an unknown date, the patient started poligrip flavour free. On (B)(6) 2023, an unknown time after starting poligrip flavour free, the patient experienced choke on medication (serious criteria haleon medically significant and other: haleon medically significant), product residue present and vomiting. The action taken with poligrip flavour free was unknown. On an unknown date, the outcome of the choke on medication, product residue present and vomiting were unknown. It was unknown if the reporter considered the choke on medication and vomiting to be related to poligrip flavour free. The reporter considered the product residue present to be related to poligrip flavour free. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on 11may2023. The consumer reported that, "I have been using poligrip flavor free 2.4 ounce, last night some of it I guess was residue after I took my dentures in my mouth and came in my throat I was choking for 2 hours, vomiting. How to make that would not happen in future? If I was choke to death, my family would've be calling you, instead of me. Lot: hx3p expiry: 03sep2025."